Manufacturer narrative:
The calibration and qc were within the specified ranges. Since the data was requested but was not provided, and the sample was not available for investigation, no further investigation could be performed. Based on the available instrument and reagent-related data, a reagent or instrument issue was not found. The investigation did not identify a product problem.

Event description:
We received an allegation regarding discrepant results for one patient sample tested with the elecsys troponin t hs assay at the "10-minute" and 18-minute application on two cobas e 801 analytical units (unit 1 and unit 2). The result of the "10-minute" assay/application was 50 ng/l. The reporter stated that this result was not verified and not reported. The result of the 18-minute assay/application was 90 ng/l (it is unclear if this result was from the reported analyzer, a different cobas e 801 analytical unit, or a different line). The reporter stated that this result was not amended. The reporter stated that repeat testing reproduced the discrepancy. The reporter provided information regarding repeat testing on a different e 801 analyzer (unit 2). The specific results were not provided.

Manufacturer narrative:
The cobas e 801 analytical unit serial numbers are: unit 1 - (B)(6), unit 2 - (B)(6). The investigation is ongoing.